Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. It was stated the device was found to have a leak and was therefore replaced on (B)(6). At the time of the report, the patient was hospitalized.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that one week after the operation, the wound did not heal. The patient went to the hospital to open the incision and found the leak in the device. At the time of this report, the patient was not in the hospital.